Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been returned. If device is returned, a supplemental report will be filed.

Event description:
According to the reporter, during a low anterior resection, the surgeon attempted the second firing. All white lamps and the handle symbol were flashing. Articulation was available but the device did not fire at all. A new device was used to complete the case. There was no injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. The battery was seated on a pmv charger and displayed a blinking yellow light before turning to a solid green light. The subject idrive battery pack was loaded into a pmv representative idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The handle was paired with a pmv adapter and loading unit was able to be applied to test media with proper transection and stapling. The returned sample as received was found to meet quality release specifications after application in a clinical setting. The reported condition was not confirmed. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.